Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2006, and alleged that her meter had a test strip port problem. The medical affairs specialist attempted to speak with the patient with the use of the language line spanish interpreter; however, the patient stated that she was unwilling to speak with anyone. The patient reportedly was unable to test on her meter for one month due to the meter issue. She reported that when inserting a test strip into the meter, the entire test strip went into the test port and she was unable to retrieve it. Sometime later, the patient began to feel dizzy, light-headed, and had a headache. She went to the hospital in the afternoon. When she arrived, her blood glucose was tested and she was told she had high blood glucose. She was treated with IV fluids and insulin. The patient takes metformin and glyburide for her diabetes. It would have been helpful to know how long she was unable to test and if her medications were adjusted when she was unable to test. This complaint is being reported, as the meter issue was not resolved with troubleshooting, and the patient was unable to test on her meter because of the issue. The patient was later treated for hyperglycemia. A replacement meter has been sent.